Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 02 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that ¿the mickey had become disconnected from the balloon and the balloon had been left in the young person¿s stomach.¿ during administration of a blended diet, resistance was encountered and leakage was observed from the device. It was then identified that the device had separated, leaving the balloon component retained internally. The device had been in use for approximately 2 weeks. The device was replaced, and the parent increased the dose of movicol to ensure passage of the retained balloon. No patient injury was reported and the patient¿s current status was reported as no problems.